Manufacturer narrative:
The biomedical engineer reported that their older central nurse's station (cns) went down. It is unclear whether it was in patient use at the time. The cns model and serial number was not provided as the time of the call. The unit went down on 02/08 or 02/09. They had a power outage that brought down the old unit. Qa has contacted the customer for the information of the failed device, but they have been unresponsive. They just called to get the help setting up the spare unit cns-6801a sn (B)(4). Nihon kohden technical support (tech support) showed them where to plug in the ethernet cord (lan port 1). They then booted up the spare cns and used the cns application to change the ip address to the one that stopped working and hit "set" and the cns rebooted. Once it came back up the ip was set up correctly, and they added the monitors to the unit. The issue with the spare unit has been resolved. No patient harm was reported.

Event description:
The biomedical engineer reported that their older central nurse's station (cns) went down. It is unclear whether it was in patient use at the time. The cns model and serial number was not provided as the time of the call. The unit went down on 02/08 or 02/09. They had a power outage that brought down the old unit. Qa has contacted the customer for the information of the failed device, but they have been unresponsive. They just called to get the help setting up the spare unit cns-6801a sn (B)(4). Nihon kohden technical support (tech support) showed them where to plug in the ethernet cord (lan port 1). They then booted up the spare cns and used the cns application to change the ip address to the one that stopped working and hit "set" and the cns rebooted. Once it came back up the ip was set up correctly, and they added the monitors to the unit. The issue with the spare unit has been resolved. No patient harm was reported.